Event description:
Patient was a male who suffered seizure-like activity followed by a witnessed cardiac arrest. Patient had received therapy from the defibrillator in the form of one initial shock and two counter-shocks before the monitor advised a "pacing error #117" message according to the machine operator. Patient was asystolic at the time, and condition had remained refractory to all therapies prior to the error message of the monitor/defibrillator operator advises that transcutaneous pacing was not attempted, and that it appeared that defibrillator had discharged the first three shocks appropriately.